Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the endoscopic esophagectomy, when severing esophageal and gastric tissues, after fired, noted some staples malformed. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.